Event description:
Note: this report is one of four complaints that pertain to the same event (MFR report # 3005099803-2010-03779, MFR. Report # 3005099803-2010-03780, MFR. Report # 3005099803-2010-03781 and MFR. Report # 3005099803-2010-03782). It was reported to boston scientific corporation that four needleknife sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, all four needleknife sphincterotomes were tested prior to, being used in the patient and worked fine. Once the devices were advanced within the patient, the needle would not retract. The procedure was completed with a different device. It was reported that no patient complications occurred as a result of this event.

Event description:
Note: this report is one of four complaints that pertain to the same event (MFR report # 3005099803-2010-03779, MFR. Report # 3005099803-2010-03780, MFR. Report # 3005099803-2010-03781 and MFR. Report # 3005099803-2010-03782). It was reported to boston scientific corporation that four needleknife sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, all four needleknife sphincterotomes were tested prior to, being used in the patient and worked fine. Once the devices were advanced within the patient, the needle would not retract. The procedure was completed with a different device. It was reported that no patient complications occurred as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. Functionally, when advancing the needle by activating the handle, the needle advanced properly. When retracting the needle, it would retract completely. Multiple handle activations, found the device/needle functioned as intended. The condition of the returned incident device was not consistent with the complaint that the complaint that the needle would retract. The complaint was not confirmed. A review of the device history record (DHR) was performed and revealed no related issues to the reported complaint.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.